Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were undersensed atrial events and low p-waves on stored electrograms. There also appears to be possible inappropriate therapy on ventricular tachycardia events and atrial fibrillation with rapid ventricular response. The atrial lead and the device remain in use. No further patient complications have been reported as a result of this event.